Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found no visible damage to the lens and clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.6mm vtich11.6, diopter 8.5/4.0/105 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was repositioned due to lens rotation. On (B)(6) 2017 the lens was exchanged for a larger lens, similar diopter. The problem was resolved.